Event description:
It was reported that the pt was implanted with 2 leads for trial stimulation. In the morning after the implant, the pt was reported as fine with stimulation in the right leg with some crossover stimulation in the left leg which could not be minimized. Before leaving, the pt was educated on the neurostimulator device and all of her questions were answered. About 5 pm later that same day, the pt had a complaint of acute abdominal pain. The therapy was discontinued and the pt continued to have the pain. The leads were removed and an MRI showed a hematoma in the epidural space. The pt was taken to surgery. No further pt info was available at the time of this report. If add'l info is received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).